Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after experiencing a shock and receiving a patient notifier. Interrogation revealed the device was in backup vvi mode with high voltage therapy disabled. It was also noted that the patient was working on a water pipe at the time of the event. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory and was found to have been caused by a power on reset that occurred during hv therapy delivery. The device was tested on the bench and no anomaly was found. The reset could not be reproduced. The cause of the backup vvi reset could not be determined.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.